Manufacturer narrative:
Concomitant product: 4568-53 lead implanted: (B)(6) 1998. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and noise. A lead fracture was confirmed and an x-ray revealed clavicle crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.